Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp). It was reported that the cause of motor stall was not determined. The hcp called, discussed with the manufacturer support line/service. Patient underwent pump replacement surgery. Patient's weight was (B)(6) kg at the time of the event. The pump was returned to manufacturer for analysis. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving baclofen, 2000 mcg/ml concentration at 500.5 mcg/day dose via intrathecal drug delivery pump for intractable spasticity and cerebral palsy. It was reported that motor stall was seen at initial interrogation. The patient did not recently have an magnetic resonanceimaging (MRI). Pump status and/or event log report motor stall occurred and motor stall (active). The hcp confirmed there were no electromagnetic interference (emi)/magnetic sources present. The hcp stated she would call the hcp to schedule a pump replacement. Withdrawal symptoms were reported. Motor stall occurred at 11:51 on (B)(6) 2018. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from (B)(6). It was reported that patient had tremors of lower extremity, increased agitation, sweating, positive for arthralgias, bilateral hip pain, worsening hip pain, shifting position at night causes, pain and straightening legs caused pain and stiffened limbs; stiffening with spasticity throughout since pump. The patient¿s concomitant medications included miralax, 17g. On (B)(6) 2018, it was learned that the patient was white and was (B)(6)-years-old at the time of the events. On (B)(6) 2013, the patient started initial use of intrathecal baclofen. Medical history included cerebral palsy (dystonia), spastic quadriplegia secondary to hypoxic ischemic encephalopathy (hie), chronic lung disease of prematurity (now only uses nebs with season changes/ allergies), constipation , developmental delay, gastrostomy tube dependence (all intake through g-tube since 3 month old; status post "nissen"), loss of weight, reflux, undescended testicle, unspecified epilepsy without mention of intractable epilepsy, seizure (last seizure 2009). Patient was non-verbal, had two adenoidectomy, gastric fundoplication (since 3 month old), hernia repair inguinal (at 3 month age), 2 tonsillectomy, 3 tympanostomy, orchiopexy (open left lateral; scrotum region; (B)(6)2010). The patient was a (B)(6) baby (twin b was born vaginal) delivered via c-section with a birth weight of (B)(6). He stayed 4 months in the nicu and was on vent for almost 3 months, had lung problems and gastroesophageal reflux (ger). He was breech and had oxygen cut out. Concomitant products included miralax (polyethylene glycol) 17 gm/dose powder at 17 g per g-tube; 1 capful in 8 ounces of water once daily. On (B)(6) 2014 and (B)(6) 2015, he had an inguinal hernia repair (open, right lateral; abdomen). On (B)(6) 2016, the patient experienced snoring; sleep study was done which showed no obstructive sleep apnea (osa). On (B)(6) 2016, he underwent a thoracic spinal fusion. On (B)(6) 2017, he had a bilateral hamstring lengthening on the upper leg, bilateral achilles tendon lengthening and tenotomies (lengthening of bilateral hip flexors; bilateral adductor tenotomies; bilateral medial hamstring lengthening; bilateral lengthening of peroneus brevis tendons; bilateral lengthening of adductor hallucis tendons; flexor tenotomies of all lesser toes, region: hip). He also had a dental rehabilitation and an unspecified eye muscle procedure (dates not reported). The previously reported withdrawal symptoms experienced on (B)(6) 2018 were confirmed as increased muscle tightness, tremors of lower extremities, increased agitation and sweating. On (B)(6) 2018, the patient's pump had a critical alarm and he was tighter than usual. He arrived at the clinic and the pump was read via telemetry. He was subsequently hospitalized with an admitting diagnosis of baclofen withdrawal and pump dysfunction. He was started on ¿gt¿ baclofen 10 mg every day as required (could give up to 30 mg at bedtime as required) a nd periactin (cyproheptadine). On (B)(6) 2018, the pump replacement was performed and the explanted device was returned to medtronic for analysis. The patient was discharged on (B)(6) 2018 as the withdrawal symptoms had resolved. Following pump replacement, the patient had been all over stiffer; left leg was stiff and upper arms were stiffer than usual and was complaining of progressively worsening hip pain. On (B)(6) 2018 at 2:35 pm, the patient presented to the emergency room (ER) with complaints of bilateral hip pain, stiffened limbs, decreased range of motion and concern for baclofen pump malfunction. He was unable to sleep due to pain with movement of his hips. Previously, he was able to range hips without pain, now shifting position at night caused pain and straightening legs caused pain. The patient was experiencing mildly diminished pain when laying on his sides. He tried oral tylenol (acetaminophen) 160 mg/5 ml suspension at 12.6 ml every 6 hours as needed and oral lioresal (baclofen)10 mg tablet at 1 tablet at bedtime per g-tube as needed without relief of symptoms. He had an associated symptom of myalgia. At 3:35 pm, the following labs were done: smear morphology (normal), wbc differential (normal), complete blood count (cbc) with differential- hemogram (normal), c-reactive protein (crp; <0.290) , esr (4). At 4:10 pm, x-ray of pelvis anteroposterior (ap) and hips ap and lateral showed stable pelvic radiographs. No abnormalities were identified to account for worsening pain. Non-displaced stress fractures may be difficult to identify. At 17:18, he was administered sodium phosphate enema 19-7 gm/118 ml rectally. A review of systems was done and it was positive for arthralgias and myalgias. Patient¿s physical exam showed that he was developmentally delayed, non-ambulatory, non-verbal, being unable to range his bilateral lower extremities (showed resistance), muscle atrophy to lower extremities, stiffening with spasticity and severe spasticity of the lower extremities. At 6:20 pm, the physician evaluated the patient and increased his baclofen dose, and gave enema for constipation. Patient was now moving more and was stable to be discharged home. He had a final diagnoses of functional constipation and bilateral hip dislocation. X-ray of the hip left ap and lateral was pending. At 6:29 pm, he was discharged home. As of (B)(6) 2018, the patient was being treated with baclofen 289.8 mcg/day. As of (B)(6) 2018, the cause of motor stall had not been determined. No further complications were reported.